Event description:
The clinical representative reported the electrode located at the tip of the lead had fallen off and was no longer attached. The provider then noticed that the receiver stylet was poking out the tip of the lead where the electrode had been. The receiver was able to completely pass through the lead and was sticking out the front instead of the back. The damaged device was not implanted. A new lead was provided and was successfully implanted.

Manufacturer narrative:
The damaged product prior to use questionnaire was reviewed. The stimulator was delivered to curonix hq in a sealed sterilized kit. No visual defects were found on the stimulator or packaging. A potential cause of the failure could be a manufacturing issue. Curonix is unable to determine whether the stimulator was shipped from manufacturing defective or was damaged during transportation. Traceability efforts were unable to determine if the stimulator was shipped defectively. The lead could not be retrieved for investigation. The stimulator is used to treat pain. The cause of the damaged stimulator is likely due to a manufacturing issue (manufacture). This is the first complaint with this reported issue. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in damaged product prior to use. Damaged product prior to use rates remain acceptably low; thus, CAPA is not required. Damaged product prior to use rates will continue to be tracked and trended. Refer to issue (B)(4) for further investigation and risk assessment.